Event description:
Upon initial interrogation of an eri device, an error message appeared, which did not appear on re-interrogation. Normal testing was conducted without incident. After verifying with engineering, this error type suggests device explant. The patient had been scheduled for routine changeout for an eri device, but the recommendation was given for immediate change-out. The device was explanted the day of this report.